Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: manufacturer contacted customer on 4/9/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 223, 369, 174, 416 and 381 mg/dl. The customer's expected fasting blood glucose test result range is 80-150 mg/dl. Customer stated the truetrack meter was reading higher than his other meter; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).